Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The physician checked the balloon in the office and determined there was fluid loss. A revision surgery was performed in which the existing device was removed and a new aus was implanted. The source for the fluid leak could not be determined during the procedure. The patient was expected to fully recover following the intervention.